Event description:
It was reported that during the preparation stage for a coronary drug eluting stenting treatment procedure the stent crumpled. During preparation the taxus express2 2.5x8mm drug eluting stent crumpled after removing the mandrel.